Manufacturer narrative:
H6 correction: health effect - clinical code should be 4582 - no clinical signs, symptoms, or conditions rather than 2388 - inadequate pain relief. H6 correction: health effect - impact code should not have included 4611 - absence of treatment as previously reported. H6 correction: medical device problem code should be 3189 - no apparent adverse event rather than 3190 - insufficient information. The ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates the ipg meets or exceeds 75% of its expected longevity.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.